Manufacturer narrative:
The software team investigated the archives. Archive contains CT images, CT images were as per stealth protocol. Registration was done with registration accuracy of 2mm; 3d model was not good. Trace points which were taken on right side of the face are under the skin. Trace points which taken on the left side was also under the skin and not under the blue area as per the protocol. Green zone was covered under some eye and nose regions. Rest of the nose region was under yellow zone. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Facility updated. Additional information received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the inaccuracy was different with each registration. The issue has not been resolved. The other cases were reported.2021-jan-15 e3 rep: additional information was received stating that the inaccuracy was different with each registration. The issue has not been resolved. The other cases were reported.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9735736, version #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having issues with their models and scanner. The health care professional feels inaccurate due to this issue. There was no delay to the case. No impact on patient outcome.